Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was not confirmed in the laboratory. No out of range pacing lead impedance readings were present with leads properly connected during bench and automated tests. It is believed a connection issue or a loose setscrew was the cause for the reported impedance anomaly.

Event description:
It was reported that the patient presented to the ER after receiving a vibratory alert for out of range pacing lead impedance. The physician was confident that the problem was with the ICD because the lead was not snug in the connector port. The ICD was explanted and replaced.